Manufacturer narrative:
Follow-up # 1 ¿ (05/13/2014). The patient¿s test strips have been returned on 4/25/2014 and evaluated by lifescan product analysis on 4/30/2014 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verioiq meter read inaccurately high compared to another device. The complaint was classified based the customer service representative (csr) documentation. The patient reported that on the morning of (B)(6) 2014, the patient obtained blood glucose readings of ¿237 mg/dl¿ with the subject meter and ¿179 mg/dl¿ on another device. The tests were performed within 5 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 30%. The patient manages her diabetes with insulin. In response to the elevated result, the patient contacted her hcp who advised her to take an increase dose of insulin. The patient claimed she administered 46 units instead of 42 units in response to the elevated result. The patient denied developing symptoms and there was no mention of medical treatment received for a low blood glucose excursion after obtaining the alleged inaccurate high result. At the time of troubleshooting, the csr noted that the patient did not have control solution available to test the subject meter. Replacement product was sent to the patient. There is no indication that the subject meter caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia nor receive medical treatment for this condition after obtaining the inaccurate high result. However, this complaint is being reported as a malfunction because the subject meter did not meet lfs¿ accuracy criteria.

Manufacturer narrative:
Follow-up # 2 ¿ (08/07/2014), the patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.